Event description:
It was reported that the patient was frequently charging and taking longer period of time to charge the ipg. It was also stated that the patient was experiencing worsening pan and inadequate stimulation despite reprogramming attempts. The patients ipg was replaced and that the patient was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred a year and a half ago from the date the manufacturer became aware of the event.